Manufacturer narrative:
This event has been treated in (B)(6). According to the results obtained, it seems that the defect might be due to the injection process of the capillary element. To investigate this, a corrective action has been opened to identify the root cause and solve the problem detected. Likewise, a health hazard evaluation has been carried out, concluding that the patient risk is very low and therefore it is not considered necessary to perform any type of action on the lots that are on the market. [Health_hazard_evaluation - dosi-fuser 2017.pdf].

Event description:
Using leventon portable dosi-fuser lv 5. 2 2. 1 ml for outpatient chemo patients. Have had 4 incidents of the chemo leaking at the capillary sensor (taped to the skin of the patient), has leaked and caused the chemo to crystalize outside of the patient's body. Contacted the distributor, pulled and returned all catalog of product code #250d5 with lot #170101l (22 each) for qa by manufacturer. Portable chemo pump used in hematology oncology practice.